Event description:
It was reported that the patient underwent an initial, left hip arthroplasty. Approximately 2 (two) months later, the stem disassociated from the head after the patient fell, leading to a revision. The head, liner and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D11: 00500105000 bipolar metal shell 50 mm od (B)(6), 00500105028 liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells (B)(6). G2 foreign: australia. H6 proposed component code: mechanical (g04) - stem. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the pelvis shows presence of left hip bipolar hemiarthroplasty. The femoral stem alignment is standard. The femoral stem component has dissociated from the inner head component at the femoral taper. This may imply jarring of the taper and loosening at the taper due to the fall impact. The outer head exhibits outward rotation (58 degrees). It is unknown if this is the position of the outer head prior to the fall/implant dissociation. If so, there may have been a femoral impingement and lever at the inferior rim of the outer head with femoral adduction during the fall. Also noted is calcar deficiency and nearby radiolucency at metal bone interface (greun zone 7) which may be risk factors for implant instability. On this single ap view, the morphology of the greater trochanter raises question of fracture of the greater trochanter of the femur but is inconclusive. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.